Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently responsive and the down arrow button was unresponsive. The patient noted the buttons felt flattened. The patient denied damage to the keypad or moisture exposure. The patient reportedly wore the pump under a garment against the body and cleaned the pump with a lens film cleaner. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast, ok, and up arrow buttons were found to be intermittently responsive. During investigation, evidence of contamination was found all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.